Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " spontaneously deflated". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d3, d4, d6b, d9, g1, h3, h4, h6.

Event description:
Healthcare professional reported " spontaneously deflated". This record is for the left side. Device has been explanted and replaced.